Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the issue described in the complaint could not be reproduced. - presence of blood under the atrial and the ventricular silicone caps was found. Blood introduction could have occurred during the lead connection. This may have been incurred through repetitive insertion and removal of the associated screwdriver and/or blood infiltration during the device implantation prior the leads insertion. - considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues in the ventricular channel could be due to this fluid infiltration. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
After implanted leads, as soon as the leads were connected to the connection box, the fixing screw turned loose. After several attempts the screw was fixed but the pacemaker was not pacing as usual.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After implanted leads, as soon as the leads were connected to the connection box, the fixing screw turned loose. After several attempts the screw was fixed but the pacemaker was not pacing as usual.